Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0cvem, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. It was reported that the patient had a trial done two years ago and had perfect results. It was reported due to ptsd (post traumatic stress syndrome) and the patient loss of insurance, the patient had not had the implant done until (B)(6) 2014. The patient healthcare provider told the patient to call manufacturer company to find out the settings from the trial two years ago. It was reported since implant the patient was not getting good results. The patient stimulator helps for a couple of days a little bit but the patient was still struggling to get any relief. The patient was up constantly in the night and getting very frustrated. The patient had tried program 1 but that had not helped. It was noted the patient was on program 3 ((B)(6) 2014) and the patient had a irritable bowel syndrome ¿attack¿ and the patient felt like the stimulator was shocking them. The patient tried decreasing the stimulation but that did not really help. It was reported that the stimulation sensation in the patient¿s groin was uncomfortable. Every time the patient moved, the patient felt the shocking. It was noted that the patient became tearful on the call. It was noted that the patient would try a new setting. It was reported that the patient might have an x-ray done to check on placement of the leads as well per the healthcare provider. Additional information received reported the patient would be going for x-ray the day after reported event date. It was noted the patient would be seen in the healthcare provider office and possibly the manufacturer representative to determine the next steps.